Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported at stent thrombosis and st segment elevation occurred. The target lesion being treated was located at the proximal right coronary artery (rca). The patient came in with an st elevation myocardial infarction (mi) of the proximal rca. Pre-dilatation was performed using a 2.50 x 12 emerge¿ balloon at 6 atmospheres (atms) for 45 seconds. A 3.50 x 20 promus premier¿ stent was then deployed at 6 atms for 55 seconds. It was observed that within an hour and a half at the post holding area, the patient started having st elevations and was readmitted into the cath lab. It was noted that the patient had stent thrombosis in the mid segment of the stent. At that point, the physician was able to wire the artery with an unspecified guidewire. The physician did both a manual aspiration with a non bsc aspiration catheter and mechanical aspiration with a non bsc thrombectomy system. Post dilatation was performed with a 4.0mm emerge¿ balloon at an unspecified pressure and duration. The physician was able to open up the artery and the procedure was completed. The patient's current condition is okay.